Manufacturer narrative:
(B)(4).

Event description:
It was reported the dystonia patient had experienced a "worsening of their symptoms" since their primary cell implantable neurostimulator (ins) was switched to a rechargeable ins. It was noted that when the patient's physician turned the ins off for a full day they "didn't notice any major deterioration in their dystonia." Impedance testing was performed and found that all impedances were "normal." There were no actions yet taken as of 18 days after initial report, however it was noted the patient's ins was to be explanted as a result of the event. Additional information was requested; a supplemental report will be filed if additional information is received.